Manufacturer narrative:
Additional information: g3, g6, h2, h6.

Manufacturer narrative:
Additional information: b5, d9, g3, h2, h3, h6, h11. One 8.5f swartz braided introducer sheath and dilator were received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted on the proximal seal, and tearing was noted on the distal seal.

Event description:
During af procedure, when attempting a brockenbrough procedure, no air could be aspirated. Upon removal of the wire and inner sheath for brockenbrough needle insertion, air was aspirated simultaneously, indicating that the valve may be contributing to the issue it was noted that air entered the patient between sheath insertion and the transeptal puncture. When the air entered the patient, there were ECG changes; however, it was transient. St-segment elevation was confirmed by ECG. The introducer was replaced, and the procedure was completed. The following morning it was noted that the patient was unable to raise their right arm. There is clinical suspicion of a cerebrovascular event; however, the specific diagnostic evaluations performed to confirm or rule out the condition are currently unknown. No thrombus was observed prior to procedure. Following discharge, the patient regained upper limb function, and any neurological sequelae were described as mild.

Manufacturer narrative:
UDI information(d4) and 510k(g3) are not provided as this product (model g407376) is only marketed outside of the us and is therefore not referenced in the gudid database.

Event description:
During af procedure, when attempting a brockenbrough procedure, no air could be aspirated. It was noted that air entered the patient between sheath insertion and the transeptal puncture. When the air entered the patient, there were ECG changes; however, it was transient. The introducer was replaced, and the procedure was completed. The following morning it was noted that the patient was unable to raise their right arm.